Event description:
It was reported that during routine evaluation of the lead it was noted that during isometric exercises the right ventricular pacing would fluctuate out of range, impedance was high and noise was observed. The lead trend prior has been stable. It was further reported that during the replacement procedure the lead pin was fully seated in the device head, no connection issue was present and a lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).